Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2026. As tubing got detached from site location and insertion site was the right abdomen, and set was in use for less than a day. No further information is available.